Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sf saline syringe was "melted". The following information was provided by the initial reporter: "a melted syringe."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306553 and lot number 2200564. The review did not reveal any possible non-conformances during the production process that could have contributed to the reported incident. As neither a picture sample nor a physical sample was returned for evaluation, our quality engineer team could not complete a thorough sample analysis.

Event description:
It was reported that the bd posiflush¿ sf saline syringe was "melted". The following information was provided by the initial reporter: "a melted syringe."